Event description:
The customer reported an alarm and subsequent pump occlusion issues occurring since early september, which led to high glucose readings exceeding 500 mg/dl. Specific values were not provided, but it was noted that the customer's glucose monitor read "high". In response, the customer administered correction injections and boluses and cleared the occlusion alarm to resume insulin therapy. Tandem technical support recommended a pump replacement, and the customer agreed to follow the recommended plan to reduce future occlusions while continuing to use the current pump with manual injections as needed until the replacement arrives.